Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; the use of thoracic stent grafts for endovascular repair of abdominal aortic aneurysms. Vp bastiaenen, mgj snoeijs, jgam blomjous, j bosma, vj leijdekkers, rc van nieuwenhuizen and ac vahldoi: 10.1177/1708538117733909. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 71 mm abdominal aortic aneurysm. The patient had an aortic neck diameter of 38 mm length measuring 30 mm in length. It was reported on follow up approximately 11 months post the index procedure that the patient was readmitted to hospital with a left groin wound infection. It was also noted that there was aneurysm sac growth of 2 mm. It was reported that the patient expired 11 months post index procedure from an unknown cause.